Event description:
It was reported that following the implantation of an elevate posterior graft the patient experienced moderate de-novo difficulty emptying bladder. She was "discharged from ambulatory surgery and presented that evening in ER with difficulty emptying bladder." She was not discharged from the hospital post graft implantation with an indwelling catheter. She "never had one inserted during or after the procedure." She was discharged from the ER with indwelling catheter and she passed a follow-up trial void. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.